Event description:
It was reported that the patient presented for system extraction due to device erosion in the pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition.